Manufacturer narrative:
It was reported that gastroduodenal ftrd was successfully used for a treatment in the stomach. After a few day the patient developed abdominal pain and it was discovered that the clip had detached from resection site. Patient underwent surgery. The product was discarded by the hospital and therefore no technical analysis was performed. The gastroduodenal ftrd treatment was conducted without complications, there was no technical failure of the device. This case does not come from either device malfunction or user error. It is a possible complication in the post-interventional interval. This report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: "follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1".

Event description:
It was reported that initial gastroduodenal ftrd treatment in the stomach was successful and without complications. After a few days the patient had developed abdominal pain. The ftrd clip had detached from resection site and patient needed surgery.